Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the published paper "outcomes comparison of hero and lower extremity arteriovenous grafts in patients with long-standing renal failure," the titanium connector became dislodged in one patient's hero graft.additional information regarding the hero patient was requested on 04/15/2015 from the leading author of the publication. The specific information requested included the following: date of implant, date of dislodgement, interventions performed, details regarding cause, patient impact, and the lot number. The surgeon replied on 04/26/2015 stating, "I've been trying to find some of the data, however with the study being completed 3 years ago I haven't had any success. In addition, after data collection, the database was de-identified in standard fashion. With my involvement being so long ago, I'm afraid I can't recall any of the specifics that you're asking."a manufacturing record review could not be performed as lot numbers were unavailable. Device migration is listed on the hero graft instructions for use (IFU) as a potential complication for vascular grafts and catheters. Directions on how to place the titanium connector are provided in the IFU. The IFU states how to connect the venous outflow component (voc) and arterial graft component (agc) with the titanium connector. If connected properly, the titanium connector should be completely covered by the agc and placed in the soft tissue of the deltopectoral groove. Without operative notes or further details about the dislodged connector, it is not clear how this event occurred and if there were any surgical deviations from the specified methodology. It is also unclear what impact this event had on the patient and what intervention was used to address the issue. It is unclear based on the available information what impact this had on the patient or what intervention was necessary to address the issue. The IFU provides adequate instructions on how to place the titanium connector.

Event description:
According to the published paper "outcomes comparison of hero and lower extremity arteriovenous grafts in patients with long-standing renal failure," the titanium connector became dislodged in one patient's hero graft.this MDR is being filed under hero 1001. The investigation focused on hero 1001 and 1002 as information is unavailable regarding which component may be involved.

Event description:
According to the published paper "outcomes comparison of hero and lower extremity arteriovenous grafts in patients with long-standing renal failure," the titanium connector became dislodged in one patient's hero graft.